Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 81-year-old female patient who underwent a breast augmentation primary with a mentor smooth round moderate profile, 300cc saline breast implant has experienced left-sided deflation postoperative. The issue was diagnosed through physical examination. As a result, patient underwent removal on (B)(6) 2022.

Manufacturer narrative:
Suspect device received on december 22, 2022 device evaluation completed on december 29 , 2022 according to the information received, the patient experienced deflation in the sal smooth rnd diap 300cc breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection. Visual analysis of the returned sample revealed that the sal smooth rnd diap 300cc breast implant had a crease/fold on the posterior view. In addition, a tear was noticed within the crease/fold, measuring approximately 0.2 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on june 09, 2023 indicated that the replacement devices are as follow: l) sn: 9717862-016 / cat:3501630, r) sn: (B)(6) / cat:3501630. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on november 30, 2022 indicated that the patient will go under bilateral replacements with cat#: 3501630. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on november 15, 2022, date of implantation was on (B)(6) 2003, date of removal updated to (B)(6) 2022. The patient will have removal without replacement. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on december 15, 2022 indicated that the patient ethnicity is caucasian, and date of removal was on (B)(6) 2022. Manufacturer¿s reference number: (B)(4).